Manufacturer narrative:
The initial report was submitted in error. This event was reported on manufacturer¿s report # MFR. Report #: 2031642-2018-00296.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen did not function on arrival. There was no patient involvement.